Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the first tube is pushed of the eclipse signal needle with integrated holder. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: since I was here, at the time of the last pir on this subject, the person I spoke to has been paying attention to this phenomenon of the first tube being pushed of from the needle. 1 in every 10 times this happens. This can be any tube, it is always the first one. There are no lot numbers, samples or pictures available, but because they have complained about this before and have been running into this for years now, I have promised to bring it to your attention again.